Event description:
Customer reportedly obtained results of 97 mg/dl and 504 mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Device was miscoded at the time of the comparison. No information provided to indicate where comparison performed.